Manufacturer narrative:
The event of te infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: te infection.

Event description:
.Healthcare professional reported left side suspected te infection. Device status remains unknown.